Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction, the physician used a cook endoscopy memory soft wire basket. The user attempted to manually fracture the stones. When manual fracture of the stones was unsuccessful, the conquest ttc lithotripsy cable was advanced over the basket wires. After the soehendra handle was attached to the cable, mechanical lithotripsy was performed. During lithotripsy, the basket wires broke near the handle. The basket remained intact. The patient was sent to surgery to remove the basket and the stones. The patient's condition was reported to be "ok" after surgery. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a discrepancy or anomaly that could have contributed to the reported event was not observed during our analysis. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors, this limits our ability to conclusively determine the cause of this observation. However, we can provide the following comments: impaction of the object with the basket is listed in the instructions for use as potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.